Event description:
New information received notes that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor was oversensing noise triggering false atrial fibrillation episodes. Patient was stable.

Event description:
It was reported that the patient presented with implantable cardiac monitor that exhibited diagnostic anomaly. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.